Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-00582. It was reported that patient experienced ineffective therapy after multiple falls. System diagnostics recorded high impedances on one lead. Attempts to reprogram were only partially effective. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. It was determined the patient had ineffective therapy and high impedance on one lead. Attempts to reprogram were only partially effective. As a result, the leads were explanted and replaced. Effective therapy was restored. It is unknown which of two implanted leads experienced this issue so both leads are being reported. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.